Event description:
It was reported that cartridge alarm 20 occurred repeatedly on pump and that issue did not cause customer¿s blood glucose to reach dangerous levels. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load cartridge and continue insulin therapy but experienced recurring alarms for about two weeks, so technical support arranged replacement pump.